Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior cervical fusion at c1-2. It was reported that the extension connector set screw broke off at the male/female junction of the set screw and remained in the locking screw. The crosslink was removed with the broken portion of the extension connector screw remaining in place of the head of the bone screw. The broken portion was not removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
Product analysis : visually confirmed that the no material deformation, crack, fracture or breakage is noted. After visual review, no evidence was found that would suggest a defect in manufacturing of the implant, and appears to be capable of performing its intended function. The difficulty in removal is due to the broken connector.